Event description:
Twist drill broke during surgery in the right ocular cavity. Surgeon removed broke twist drill with pliers. The pt fully recovered.

Manufacturer narrative:
Summary of evaluation: evaluation results received indicate that this event would not be associated with the device but rather would be related to user technique.